Event description:
It was reported that the device dependent patient presented in clinic for follow up. The patient had experienced lightheaded spells in the past few months. Upon interrogation of the device, noise and inhibited pacing was noted on the right ventricular lead. The device was reprogrammed. The patient presented for lead revision procedure on (B)(6) 2018. Fluoroscopy revealed that the right atrial lead had pulled back. During the procedure abrasions were noted on the atrial lead. All electrical measurements were normal pre-procedure. The atrial lead could not be explanted and was capped and replaced. The right ventricular lead was successfully explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7cm. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil at 27.3cm to 27.4cm from the connector pin. This is consistent with the observation from the field of noise.